Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) xiitp4311, (osseotite tapered certain prevail implant 4/3 x 11.5mm) for evaluation. One (1) unknown carrier was not returned for evaluation. Visual evaluation / and functional test was performed, no malfunction identified with implant as it engages associated cover screw as normal. This complaint refers to the unk carrier. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unk carrier is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was the torque applied during placement/seating exceeds recommended value. However, a definitive root cause could not be determined. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: email unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported #29 extraction was done and immediate implant placed, carrier locked in, and when carrier finally released, it took implant out with it.